Manufacturer narrative:
Date of event exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17274522.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.